Event description:
The customer reported that the image was corrupted. It is possible that the image was retaken. Resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The sensor panel was returned to canon inc ((B)(4)). The panel was not repairable. No other info was provided. (B)(4).